Manufacturer narrative:
(B)(4) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a decreased wbc result of 70/ul was generated on a sample run in the closed mode on the cell-dyn sapphire analyzer. The sample was repeated in the open mode and results of 3110/ul and 3130/ul were generated. The customer stated that the patient sample volume was low. There was no report of impact to patient management.

Manufacturer narrative:
Field service resolved the issue through replacement of the piston pump assembly, as it was worn out due to normal use. In addition field service adjusted the pressure, tested with 7 latex, cleaned the sample cup, and cleaned the aspiration assembly. The control board was replaced as a precaution. Pre-analytical factors that would contribute to this event could not be ruled out. It is also possible that the sample may have been compromised. Customer complaint data was reviewed and no adverse trends were identified. The cell-dyn sapphire operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.